Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery (rca). A 6f non-bsc introducer sheath followed by a non-bsc guide wire then a 6f non-bsc guiding catheter was used to enter the lesion. An atlantis ivus catheter was used but was unable to cross the lesion. The physician thought the ivus was able to cross the lesion. A 8 mm x 3.00 mm nc quantum apex balloon catheter was selected for dilation. The complaint device was inflated twice, 1st dilation is at 18 atm, however, the indentation was not performed enough due to the severe calcified lesion and on the 2nd dilation it ruptured at 18 atm. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).